Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during the dissection of the hepatic parenchyma, the surgeon discovered a burn done by the cev669e, bipolar handle forceps on the liver. The device was used for the first time, and the forceps was in the bipolar mode. It was reported that the device was used correctly. There were no clinical consequences reported.

Manufacturer narrative:
Additional information received on 15jan2019 stated, "the customer returned the other part of the device (cable, insert, tube).¿ product was returned for evaluation. The device history report was reviewed and no anomalies that could be associated with the complaint were observed. Lot numbers 3175549 and 3169544 manufactured on 26-sep-2018. Lot number 3169545 manufactured 25-sep-2018. No highlighted issue. The instruments are compliant with the manufacturing specifications and pass the electrical test. There is no issue for assembling with tube cev649-5b and insert cev625h. The handle is not hard to use. An investigation for cause was unable to be performed.

Manufacturer narrative:
The product was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The DHR reviewed and no anomalies that could be associated with the complaint were observed. An investigation cannot be carried out because the instrument of the complaint has not been returned.

Event description:
N/a.